Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device returned with the handle in the "advanced" position with the basket assembly removed from the sheath. The basket has been bent/ deformed. A small amount of fraying was noted at the proximal end of the basket assembly wires under magnification, likely due to their detachment from the proximal cannula weld, however the wires were all of similar length. A bend was noted in the sheath 24.0cm distal from the purple shrink tubing. A lab meeting was held with production leadership and manufacturing engineering on (B)(6)2024. The cover plate and t-nut were removed from the handle to evaluate if the cannula had been torqued properly. Upon visual inspection, and comparison to a known "sufficiently" torqued cannula, the deformation on the cannula was not sufficient, while there are indentations from the screws, the cannula has not been compressed to adequately secure the basket assembly. This indicates insufficient force applied during the torquing process. This is a likely cause for the drive wire detachment and the device is therefore, considered nonconforming. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the cannula and drive wire was insufficiently torqued during the manufacturing process, leading to drive wire detachment. Production management and the department team leads were notified of this occurrence. A corrective action has been initiated to reduce occurrences of drive wire breakage/detachment. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During lithotripsy for common bile duct stone extraction, the physician used a cook fusion lithotripsy extraction basket. It was reported that the basket reached the common bile duct through the endoscope, and when it was about to be taken for lithotripsy, it was found that the steel wire at the handle was broken and could not be used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.